Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass. The complaint record reasonably suggests that no further information can be obtained to complete a full assessment. (B)(4).

Event description:
The customer's mother reported via phone call that only the left side of the insulin pump's screen was readable. The customer's mother also saw an oily substance that was blurring the ink inside the display screen. The damage occurred during a soccer game, the customer fell and the insulin pump's screen shattered. Customer's blood glucose level was in between 180 mg/dl and 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.